Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Rv pacing impedance was steady at 525 ohms through (B)(6) 2014, then a gradual rise up to 800 ohms by feb 2015. Starting (B)(6) 2015 there was a quick rise up to >3000 ohms. 3 alerts for out of range subthreshold lead impedance were triggered in (B)(6) 2015.

Event description:
It was reported that a patient alert occurred due to high impedance on the lead. It was also reported that the lead exhibited noise. It is believed the lead is experiencing an issue at the lead tip-tissue junction. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.